Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3093-33, lot# va0mp8b, implanted: (B)(6) 2015, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 15-aug-2018, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient called to ask about longevity because therapy is not working. The patient said therapy is not helping at all and they feel nothing/no stimulation like it is dead. They mentioned that they have been feeling stimulation nonstop since implant. Patient said they had a hysterectomy and a total reconstruction down there almost 8 months ago and the patient isn't sure if the lead has been moved and that could be the reason why it is not working. The patient further explained they had uterine cancer and they had to take their uterus out and they moved everything. Patient said there was numbness there anyways from that for a long time but they did not have bowel problems; the device was still working, but they just could not feel stimulation. The patient tried adjusting and could turn it up to 10, but was still unable to feel stimulation. They also mentioned changing different "leads" (call center assumed the patient meant programs) and that didn't help either. The patient called their healthcare provider (hcp) and is scheduled to see them on (B)(6) 2018, but would take an earlier appointment if one became available. The patient did not have access to their patient programmer (pp) at the time of the call so no troubleshooting could occur. It was suggested to the patient to call back with their pp to troubleshoot. It was also reviewed that the ins is still working if they are able to connect. It was also reviewed that the patient does not have to feel stimulation and there is an option to change programs. The patient said the event occurred about a week ago from initial report and probably toward the (B)(6). No further patient complications have been reported as a result of this event.